Event description:
Customer's mother reported her son's bolus history was not accurate. The mother stated she programmed a .3 units bolus, but the history showed 8 units was delivered. The mother also stated her son was having high blood glucose with ketones. The son's blood glucose was 322 mg/dl. The mother also reported her son was having symptoms of high blood glucose such as fruity breath, vomiting, and high ketones. Troubleshooting for the insulin pump found insulin was able to exit from the tubing. It was also found the customer's basal rates and bolus wizard settings were correct. Troubleshooting also verified that the customer's bolus history was not accurate. The mother also stated the customer's cannula was slightly bent. Customer was advised to revert to a back-up plan as the insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.